Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. The initial reportable event was received on (B)(4) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 2/10/2011. Information was subsequently received on (B)(4) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary (B)(4) preliminary testing revealed no pacing output. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts before or after explant because the explant date is not available.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. The initial reportable event was received on (B)(6) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary (B)(4) preliminary testing revealed no pacing output. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts before or after explant because the explant date is not available.

Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up with the clinic later determined the patient had died after going to hospice. The cause of death has been requested and not received.

Event description:
Asku

Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up with the clinic later determined the patient had died after going to hospice. Follow up revealed that per the death certificate, the cause of death was cardio respiratory arrest, the underlying cause being congestive heart failure.